Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements greater than 2,000 ohms and high thresholds. The patient was checked in the office and the impedance was normal however, there was rv loss of capture observed. A chest x ray was performed which did not reveal any anomalies. Boston scientific technical services discussed further options including programming. The physician would evaluate the next steps. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements greater than 2,000 ohms and high thresholds. The patient was checked in the office and the impedance was normal however, there was rv loss of capture observed. A chest x ray was performed which did not reveal any anomalies. Boston scientific technical services discussed further options including programming. The physician would evaluate the next steps. The lead remains in service. No adverse patient effects were reported. Additional information was received that there was a lead revision procedure performed in which the rv lead was repositioned due to perforation, high thresholds and loss of capture. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. If additional information is received, a supplemental report will be filed at that time.